Event description:
A (B)(6) male pt contacted zoll customer support to report that his monitor stopped working. He switched his batteries but the monitor would not power on past the (B)(4) screen. The pt was issued a replacement monitor.

Manufacturer narrative:
Device eval summary: device eval of monitor (B)(4) has been completed. The reported problem (will not power up past splash screen) has been confirmed. The cause of the monitor not powered up has been isolated to an intermittent connection at pin 25 of the flash memory. The intermittent connection resulted in the flash memory becoming corrupt. The intermittent connection is likely due to a fractured solder connection induced by mechanical stress. The exact source of the mechanical stress has not been positively identified. No adverse event resulted from the corrupt memory. The pt rec'd a replacement monitor.